Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an observation of a battery calculation error. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Battery status shows used battery capacity of 1605 mah. Battery longevity is not calculated due to programmer software not expecting used battery capacity greater than assumed max deliverable battery capacity of 1550 mah. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated an additional battery measurement error was observed due to the device longevity exceeding the battery longevity calculation. Monthly follow-up with the patient was recommended and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the device was interrogated approximately six months later and a battery calculation error was observed. The clinician noted the patient's ipg had been at aging for over a year. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. If information is provided in the future, a supplemental report will be issued.